Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2023 by the bmc musculoskeletal disorders titled ¿return to sports after arthroscopic bankart repair in teenage athletes: a retrospective cohort study¿. The study reviewed fifty(50) patients who underwent shoulder procedures using arthrex pushlock devices. Four (4) patients were documented to have had glenohumeral instability resulting in two (2) patients experiencing recurrent instability. Ref: harada, y., et al. (2023). "Return to sports after arthroscopic bankart repair in teenage athletes: a retrospective cohort study." Bmc musculoskeletal disorders 24(1): 64.